Event description:
It was reported x-rays revealed one of the patient's lead had migrated. The patient reported ineffective stimulation coverage. It was reported, the patient had not experienced a fall but he is very active. Allegedly, the patient does not want any surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.